Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and subsequently expired after use of the prod.